Event description:
It was reported that immediately following a laparoscopic adjustable band procedure, the pt had an obstruction. The band was aspirated to ensure all air was out of the band in case it was contributing to the obstruction. The band was not filled intraoperatively. The pt remained in the hospital three days post-op. Pt is doing well now and has 5cc's in the band.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.